Event description:
It was observed that during the device evaluation, no image was present, and the circuit board (ap) was faulty. There was no patient involvement.

Manufacturer narrative:
This report is being submitted to provide the results of the final investigation. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no image due to faulty circuit (ap) board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.